Manufacturer narrative:
Product analysis: analysis found that the external pulse generator (epg), menu knob was missing, the knob was replaced. The upper case was broken and was replaced. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required corrective maintenance and repair. The epg was returned for repair. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.